Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, all defib functional testing, and multiple 200j tests without duplicating the report. Review of the device log indicated that the device operated as intended. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.